Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿). No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote nc balloon catheter with no other devices. The distal tip was damaged. The inner shaft was buckled 13cm from the tip. There were numerous hypotube kinks. The shaft and tip were examined. The balloon was loosely folded. There was a pinhole and scratch in the balloon material at the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿). No patient complications nor injuries were reported.